Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to sense ECG via defibrillation therapy electrodes. The customer initially indicated there was no impact as a backup device was readily available. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.